Event description:
It was reported that a patient with a 25mm magna mitral valve implanted for approximately 6 years underwent a valve-in-valve procedure due to significant stenosis and mild regurgitation. Patient presented with worsening volume overload dyspnea, and orthopnea. The procedure was performed with a 26mm 9750tfx transcatheter valve. Valve was successfully implanted with trace paravalvular leak anterior and posterior annulus by echo. The patient was transported to recovery area for further observation. Patient was discharged on pod# 4.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b6, b7, h6 health effect - clinical code, device code(s), and type of investigation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: h6 investigation conclusions.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25mm magna mitral valve implanted for unknown period of time underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.